Event description:
It was reported that during a cerebral aneurysm embolization procedure, the doctor observed difficulty in removing the guidewire from the headway 17 microcatheter. Forced to remove the entire assembly then present in the patient's cerebral arteries, he had to take another microcatheter (a different brand) and a new guidewire to continue the interventional procedure. The microcatheter was found to be distally damaged for no particular reason. A reassessment of the complaint was performed post evaluation and investigation findings review. The complaint was assessed as reportable based on the product evaluation findings.

Manufacturer narrative:
Items returned for investigation: headway 17 microcatheter, traxcess 14 guidewire. Items not returned for investigation: n/a. The microcatheter was returned snaked at 88cm from the strain relief. The guidewire was returned advanced into the microcatheter. The guidewire could not be retrieved from the microcatheter during the investigation. The microcatheter was observed to be damaged under the strain relief after the attempted removal of the guidewire. The outer layer of pebax was scraped off of the microcatheter and the distal coil of the guidewire was found to be damaged. Ptfe was observed bunched within the microcatheter lining approximately 2cm proximal of the observed damage. The lining was dissected and the ptfe was found to be wrapped around the guidewire. The lining was found to have a segment inverted into the lumen. The ptfe was peeled away from the guidewire and was observed to be caught in the damaged area of the guidewire distal coil. The point of damage was found to be the solder joint, which exhibited corrosion. The unraveled ptfe was found to be attached to the liner segment and was traced to the point of inversion. The investigation found the traxcess guidewire returned stuck in the headway microcatheter lumen and the guidewire was unable to be retrieved from the microcatheter during the investigation, which is consistent with the alleged product issue. The microcatheter was observed to be snaked at 88cm from the strain relief and damaged under the strain relief. This damage is consistent with attempting to retract the stuck guidewire. The microcatheter was dissected for further investigation. The guidewire was found to be damaged at the distal coil with ptfe lining caught inside the coil. Ptfe lining was also found to be bunched around the guidewire near the damaged section of the distal coil. The damage to the microcatheter ptfe lining is consistent with the damaged distal coil of the guidewire scraping the microcatheter lumen during advancement. The physical evaluation of the guidewire could not identify the conditions or circumstances that led to the distal coil damage, but the damage is consistent with the device experiencing forces over specification.